Event description:
It was reported that the patient presented to the emergency rom and the healthcare provider wanted to review the implantable cardioverter defibrillator (ICD) data. Technical services review determined that the ICD delivered 6 anti-tachycardia pacing bursts and 12 shocks for what appeared to be an atrial-driven arrhythmia. It was possible that there was rapid ventricular response (rvr); the rhythm was not converted. The ICD remains in service.